Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The ventilator was returned to carefusion for evaluation and repair. A tear was found on the driver diaphragm. This was the root cause of the issue. A 7 year pm was performed and the vent was returned to the customer.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that while on a patient they heard a funny noise coming from the ventilator. They quickly switched the patient to a conventional ventilator without incident. When they evaluated the ventilator they discovered that the black diaphragm of the driver was partially separated from the metal plate.